Manufacturer narrative:
Retainer ring = black. After battery installation, the down keypad button did not work. Unable to perform the displacement test due to the keypad anomaly. No unexpected blank displays were noted during testing. After visual inspection, there is corrosion in/around the following: pcba1--j6, da2 and the resistors around it, j1; keypad flex cable terminal. Attempted to clean the corrosion off of the keypad flex cable terminal with isopropyl alcohol. The boards were reinserted into the original case, and the unit was then able to pass the sleep current measurement, active current measurement tests. It failed self test returning a pump error 63. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. Thus software was utilized and downloaded trace/history files properly. Pump error 63 is confirmed in the formatted history file due to a broken trace at the keypad assembly. In summary, the non functioning down keypad button did not work due to moisture damage on the keypad flex cable terminal, and the pump error 63 arises from a broken trace at u1. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that she thinks her insulin pump got wet and that water got into it and now it wouldn't even turn on. Customer stated that the battery was changed, but issue was not resolved. Customer stated that the battery compartment and/or spring damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.